Manufacturer narrative:
Testing and investigation found the device intermittently did not deliver a dose when the patient pendant was pressed. This was due to a broken wire internal to the patient pendant. The cause for the broken internal wire was bending the handle at extreme angles during customer use. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not deliver a dose when the patient pendant was pressed. The device was returned to the biomedical department with an unsigned note that stated, "faulty pendant". No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device did not deliver a dose when the patient pendant was pressed. Though requested, no additional information was provided.